Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the needle and sleeve of one device are bent resulting in sample leakage during blood draw. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Bd received one photo for investigation, which shows that the sleeve end of the adaptor appears to be bent, and has pierced the side of the sleeve. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the needle and sleeve of one device are bent resulting in sample leakage during blood draw. No adverse impact was reported regarding the patient or user.